Event description:
The dealer states that the device will move a few feet and stop, then move a few more feet and stop.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.